Manufacturer narrative:
The everflex entrust was inspected and observed approximately 1.5cm of the stent was exposed from the distal rim of the outer shaft. The stent showed a radial fracture, the distal portion of the stent which included the tantalum spheres was fractured off. The distal portion of the stent was not returned. With direct lighting applied, the proximal end of the stent was approximately 11.5cm from the distal tip of the catheter shaft. It should be noted the red locking pin was not returned. The gap where the locking pin was previously loaded was inspected and could see the silver outer. A blue tint was observed to the stent struts primarily at the location of the catheter shaft. The blue tint was likely from contrast or residue used to clean the device. The manufacturing of the everflex entrust does include a substance consistent with the overserved tint. Functional testing: the thumb wheel was attempted to be rotated, and the wheel would rotate freely, but no indication the stent would deploy. The handle assembly was cracked open. The internal components were inspected and observed the inner assembly was bend in a zig-zap patter followed by buckling and curve back in the opposite direction. The pull cable was detached from the proximal edge of the silver outer. The proximal edge of the silver outer showed the material were the bond was previously was flared out. The distal end of the pull cable showed the cable material frayed.

Event description:
Physician intended to use an everflex entrust with a 5fr non-medtronic sheath and guidewire during treatment of a plaque lesion in the patient¿s proximal superficial femoral artery (sfa) of diameter 5mm. Slight tortuosity and calcification are reported. IFU was followed. The thumbscrew/lock-pin was checked for securement prior to procedure device prepped without issue. No resistance during advancement. Lock-pin removed prior to attempted deployment. Deployment issues were experienced. The stent was unable to be deployed. The device was removed from the patient and replaced to complete the procedure. No patient injury reported. When the device was returned to the facility it was noted to be damaged.